Event description:
Reporting status: serious injury-surgical intervention; permanent impairment. Reporting rationale: the patient was sent for bypass surgery to seal the perforation. Device issue: device would not cross the lesion. It was reported that the graftmasters were going to be used to seal a perforation; however, the first graftmaster stent fell off during prep. Attempts were made with two additional graftmasters; however, both were unable to be delivered. The patient subsequently went for bypass surgery. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. The device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen, as per specifications. It was reported that the stent graft could not cross to treat a perforation. This was the third stent used in this procedure. The first stent graft used dislodged from the delivery system, and the second stent graft was also not able to cross to the perforation. The device was not returned for investigation and therefore, no device malfunction can be identified.